Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was inadvertently deployed intravascularly. Using a 7f non-cordis sheath introducer via a contralateral approach, an aspiration catheter was employed to retrieve the sealant, successfully saving the limb. Angiography from the contralateral side confirmed vessel occlusion resulting in a weak puncture site pulse. The procedure was performed according to the standard protocol. The device was used in an ipsilateral iliac in-stent restenosis case. An unknown 6fr short sheath was exchanged for hemostasis. After the procedure, the physician reviewed the images and determined that the mynx balloon appeared to have caught on a calcified area above the puncture site, which likely triggered the tension indicator response. Suitability of the femoral artery was verified on angiography, including the appropriate insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and vessel tortuosity was described as moderate. Hemostasis was achieved using manual pressure, which lasted approximately 20 minutes. The device was stored and prepared according to the instructions for use (IFU), and contrast imaging was used to confirm balloon placement. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was inadvertently deployed intravascularly. Using a 7f non-cordis sheath introducer via a contralateral approach, an aspiration catheter was employed to retrieve the sealant, successfully saving the limb. Angiography from the contralateral side confirmed vessel occlusion resulting in a weak puncture site pulse. The procedure was performed according to the standard protocol. The device was used in an ipsilateral iliac in-stent restenosis case. An unknown 6fr short sheath was exchanged for hemostasis. After the procedure, the physician reviewed the images and determined that the mynx balloon appeared to have caught on a calcified area above the puncture site, which likely triggered the tension indicator response. Suitability of the femoral artery was verified on angiography, including the appropriate insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and vessel tortuosity was described as moderate. Hemostasis was achieved using manual pressure, which lasted approximately 20 minutes. The device was stored and prepared according to the instructions for use (IFU), and contrast imaging was used to confirm balloon placement. The device was not returned for evaluation. A product history record (phr) review of lot: j2513502 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be observed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, access site vessel characteristics (moderate tortuosity and calcification) and procedural/handling factors (even though it was reported that contrast imaging was used to confirm balloon placement) most likely contributed to the intravascular deployment and subsequent vascular occlusion since it was reported that the mynx balloon appeared to have caught on a calcified area above the puncture site when the physician reviewed the images. A vascular occlusion occurring after a catheterization procedure is a known potential complication and is listed in the mynx control IFU as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ in addition, the IFU instructs, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be deployed into the artery. Neither the phr review, nor the available information suggests that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.